Manufacturer narrative:
Field service engineer troubleshot and diagnosed the hard drive to be bad. Fse replaced the system's hard drive and cd drive per infimed service manual. Fse completed the operational check of the system per service checklist and unit returned to full service by the customer.

Event description:
On (B)(6): customer reports male undergoing a urology procedure for stent placement when fluoro failed. Physician completed the procedure with use of endoscope. No further incident, no reported injury.